Manufacturer narrative:
Other neurostimulator devices reported as eroding are in manufacturer report number 3004209178-2016-09902.

Event description:
The consumer reported that their second device was rejected. Additional information received from the manufacturer representative reported that the patient had three spinal cord stimulator devices that had eroded and had to be explanted. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.